Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign material was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of foreign matter. The red substance was analyzed and determined to be consistent with polyurethane and styrene/ethylene-butylene copolymer. The foreign matter was embedded in the catheter tubing indicating that it was introduced at the suppliers¿ facility. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #8018375 regarding item #382412. Investigation conclusion: the catheter is of polyurethane material. Styrene/ethylene-butylene copolymer was not used in the manufacturing process. Furthermore, the fm was found embedded in the catheter tubing of the returned sample. The catheter tubing was produced by the supplier. A scar (B)(4) will be issued to the supplier to investigate the embedded fm nonconformance.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other device single use?: no device returned to manufacturer: yes.

Event description:
It was reported that foreign material was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury, or medical intervention.